Event description:
It was reported that a user of the ilet bionic pancreas experienced intermittent display of three lines in place of glucose readings attributed to dexcom g7 signal loss to the ilet, which recurred after a sensor change and was described as brief signal loss. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or need for medical care. Investigation included review of device performance and user education. Investigation of this case revealed intermittent communication disruption between the cgm and the ilet without evidence of device malfunction. It was concluded that the event was consistent with transient signal loss, and the user was advised to monitor and call if readings were absent for more than twenty minutes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.